Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) that was not working properly. An MRI was performed, and fluid loss was identified. Prior to the device having issues, the patient underwent an unrelated abdominal surgery which may have led to a damaged tube or balloon resulting in fluid loss. The aus was replaced. There were no additional patient complications reported.

Manufacturer narrative:
Corrected b5 describe event and d5 operator of device. Updated b5 describe event and d6b explant date with additional information.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not working properly. An MRI was performed, and fluid loss was identified. Prior to the device having issues, the patient underwent an unrelated abdominal surgery which may have led to a damaged tube or balloon resulting in fluid loss. A revision procedure was scheduled. There were no additional patient complications reported.